Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2006; 5071-53 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential over sensing observed on the right atrial (ra) channel on the presenting electrogram, and also potential over sensing on the right ventricular (rv) lead on stored electrograms. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.